Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to discomfort and pain in the scrotum. During procedure, it was noted that the pump formed a capsule around the testicle. The physician tried to relocate the pump, but once the pump was free from the testicle it was observed that the pump had air bubbles. It was decided to remove the pump and replace it with a new one. It was said that the patient fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.